Event description:
Related manufacturer reference number: 2017865-2022-04410. It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited loss of capture. The right ventricular and left ventricular lead were found to be dislodged. The right ventricular and left ventricular lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement and high capture thresholds were not confirmed. A complete lead was received in two pieces for analysis. Electrical and visual inspection were normal except for damage to the helix consistent with procedural damage.

Event description:
New information noted the right ventricular lead exhibited high capture thresholds. Imaging done prior to procedure confirmed the right ventricular and left ventricular lead dislodgements.